Manufacturer narrative:
Per patient's surgeon, the device was explanted on an unknown date; the patient was reimplanted with another device on (B)(6), 2008. The device is not available for analysis. This report is filed (B)(4), 2011. Device is not available for analysis.

Event description:
The patient was hospitalized for a possible allergic reaction to the device. Revision surgery was performed on the skin flap but the device was left in place.